Event description:
During an in-clinic follow-up, decreased pacing impedance and increased capture threshold resulting in a loss of capture (loc) were observed on the leadless pacemaker (lp). Micro-dislodgement was suspected to be the cause of the event but it was not confirmed. The device was then reprogrammed to resolve the event. The patient is stable.